Event description:
The following information was provided by the initial reporter: it was reported that needle was broken when protector was installed during use. Please verify: what is the lot used in this event? Was the protector assembled manually or using the assembly fixture? Did the needle penetrate the center of the vial? Response: team leader mentioned: (1) unknown. (2) manual work. (3) broken before penetration. As per investigation, "a stain of cytostatic liquid is observed in the cannula housing, along with a broken tab, indicating that the protector has been handled".

Manufacturer narrative:
One sample was provided to our quality team for evaluation. During inspection, one of the clips on the protector was observed to be bent, and the needle was found detached, confirming the reported concern. All product undergoes multiple inspections throughout the manufacturing process to ensure quality and functionality in accordance with established procedures. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples cannot be evaluated. Based on the information available, no root cause related to the manufacturing process can be identified at this time. The most likely root cause is improper assembly between the protector and the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.